Manufacturer narrative:
(B)(6). The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information, upon follow up, the nurse reported the cause of peritonitis was due to endotoxins contained in one of the pd solutions used by the patient. As the cause of the peritonitis was associated with a drug product; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up from a physician, it was reported, the patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was treated with (two) unspecified antibiotics for the peritonitis, which were discontinued on an unreported date after unspecified lab results were received. On an unreported date, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.